Event description:
Literature was reviewed regarding prosthetic pulmonary valve infectious endocarditis (ppvie). The study population consisted of 467 patients who underwent surgical or percutaneous pulmonary valve implantation. Various types of surgical prostheses were used, encompassing aortic homografts (17.7%), pulmonary homografts (46.9%), and medtronic contegra conduits (35.3%). The only type of percutaneous prosthesis used was the medtronic melody valve (100%). Occurrence rates of ppvie were 1.7% for aortic homografts, 2.2% for pulmonary homografts, 8.9% for contegra conduits, and 23.8% for melody valves. However, the authors did not list the implant durations of the prostheses at the time of onset. All cases of ppvie received medicinal treatment, but some (83%) eventually required pulmonary valve replacement. Additionally, the authors recorded an overall survival rate of 90% during the study period of approximately thirty years. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.

Manufacturer narrative:
Citation: lewis mj, malm t, hallbergson a, odermarsky m, liuba p. Prosthetic pulmonary valve infectious endocarditis in paediatric c ongenital heart disease patients. Interdiscip cardiovasc thorac surg. 2025;40(6):ivaf102. Doi:10.1093/icvts/ivaf102 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.